Event description:
It was reported that prior to an angioplasty in a right lower extremity arteriosclerosis via femoral artery approach, the protector for balloon tip was allegedly unable to be removed. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that prior to an angioplasty in a right lower extremity arteriosclerosis via femoral artery approach, the protector for balloon tip was allegedly unable to be removed. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The device was returned with the sleeve partially removed from the balloon by 15mm over the distal tip. A pinch was noted 30mm from the proximal end. The sleeve was removed from the balloon without issue. A video was also provided for review. The sleeve was held by the hcp's left thumb and forefinger approx midway along its length. A section of the catheter was coiled around the hcp's left thumb and also the index and the fourth finger of the right hand. The hcp was seen attempting to remove the sleeve from the balloon and appeared unsuccessful. The likely contributing factor was user handling techniques due to the hcp gripping the sleeve and also the balloon at the same time thus preventing the removal of the sleeve. The result of the investigation is confirmed for the reported balloon sleeve removal issue. The definitive root cause for the reported balloon sleeve removal issue could not be fully determined based upon the available information received from the field communications, sample evaluation and video review. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: description: ¿ a 0.018¿ (0.457 mm) guidewire is recommended for use with the bantam pta balloon catheter. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. D4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.